Event description:
The device was replaced due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed the device was at elective replacement and programmed to vvi 65. Functional testing revealed no output. The no output condition was the result of lifted hybrid bond wires.